Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had issues with bubbles in the reservoir. Customer's blood glucose level was 405 mg/dl. The customer was having repeated air bubble issues in the reservoirs and infusion sets. The device was not returned.